Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) has received the horizon small clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint issue that the bottom of a clip was not loading. The instrument was tested with an in-house clip. The clip was installed on the instrument grips with no issues. The bottom part of the clip that is slightly sticking up is an expected condition. The instrument was compared to an in-house small clip applier instrument and in both instruments the bottom part of the clip is slightly lifted from the grip. The instrument was installed on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the clip test. The instrument was found to be fully functional. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that clips were not loading properly on the horizon small clip applier instrument. As a result of the alleged issue, the surgeon controlled ¿slight bleeding¿ that was observed by using a ¿harmonic instrument¿ and by placing another clip. However, at this time, there is no evidence that a malfunction of the horizon small clip applier instrument occurred. The instrument was returned to isi, evaluated, and found to be fully functional.

Manufacturer narrative:
Isi has requested for the horizon small clip applier instrument to be returned to isi for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, at this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following: during the da vinci-assisted surgical procedure, it was alleged that clips were not loading properly on the horizon small clip applier instrument. As a result of the alleged issue, the surgeon controlled ¿slight bleeding¿ that was observed by using a ¿harmonic instrument¿ and by placing another clip. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during an unspecified da vinci-assisted surgical procedure, the bottom of a clip was not loading properly on a horizon small clip applier instrument. The loading issue with a clip occurred in two or more instances. Due to the alleged issue, the initial reporter claimed that there was inadequate clipping and as a result, there was "slight bleeding." The surgical procedure was completed robotically. On 11/10/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the event occurred during a da vinci-assisted gastrectomy procedure performed on (B)(6) 2019. The surgical procedure was not recorded on video. The reported issue of clips not loading properly involved only one horizon small clip applier instrument which is available for return to isi for evaluation. The clips involved with the reported event are not available for return to isi. The estimated blood loss was not provided. However, the blood loss was described as being ¿a little.¿ the surgical staff controlled the bleeding by using a ¿harmonic instrument¿ and by applying another clip. No blood transfusions were administered due to the ¿slight bleeding.¿ no post-operative complications have been reported.